Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06935. Additional information received that the patient experienced pain at the ipg site. In turn, surgery took place wherein the leads and ipg were explanted and replaced to resolve both issues.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04965. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
A patient's leads had migrated was reported to abbott. The issue was confirmed via x-rays. No intervention is scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.